Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. No patient involvement, injury, or medical intervention was reported for this complaint. All reviews and evaluations were completed and compliant. No manufacturing-related root cause was identified, making corrective or preventive actions unnecessary. The complaint is unconfirmed.

Event description:
Upon receipt of the sample under related complaint, particles were observed in the product vial as an additional defect. Consequently, this complaint was opened to address the foreign matter identified upon sample receipt.